Manufacturer narrative:
Product discarded

Event description:
It was reported that after a surgical procedure at the user facility, the device stopped to work. About 100ml of blood was collected before the event ocurred. There was no delay, no medical intervention, and no adverse consequences reported.